Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in a shunt in a moderately tortuous and non-calcified vessel. A 4.0 x 40mm, 40cm mustang balloon catheter was advanced for dilatation. However, on initial inflation at 6 atmospheres for 15 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications reported.